Event description:
It was reported that the patient had a non-functioning device. The patient underwent an ipg replacement procedure. The explanted device was discarded as no bsn representative was present in the procedure.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in june 2013.